Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reasons. The rv lead was replaced with a new lead. No additional adverse patient effects were reported. No additional information is available at this time.